Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized due to peritonitis. The patient reported stomach pain and stated it was caused by cross contamination (unspecified). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (no symptoms provided). The patient was diagnosed with peritonitis. The patient was subsequently admitted to the hospital. The patient had pd cultures obtained. The patient was initiated on antibiotics. The antibiotics during the hospitalization were unknown. The cultures were positive for gram-negative acinetobacter (no species provided). The patient was discharged on (B)(6) 2025 and prescribed intraperitoneal (ip) fortaz 4g daily for 14days. The pdrn could not confirm the patient¿s reported cause of the peritonitis as a contamination event. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the patient reported the cause of the peritonitis event as a cross contamination (unspecified), this could not be confirmed by the pdrn. This organism, acinetobacter, is frequently cultured from urine, saliva, respiratory secretions, and open wounds which does support the patient¿s report of contamination. Based on the available information and no allegations or evidence of malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized due to peritonitis. The patient reported stomach pain and stated it was caused by cross contamination (unspecified). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (no symptoms provided). The patient was diagnosed with peritonitis. The patient was subsequently admitted to the hospital. The patient had pd cultures obtained. The patient was initiated on antibiotics. The antibiotics during the hospitalization were unknown. The cultures were positive for gram-negative acinetobacter (no species provided). The patient was discharged on (B)(6) 2025 and prescribed intraperitoneal (ip) fortaz 4g daily for 14days. The pdrn could not confirm the patient¿s reported cause of the peritonitis as a contamination event. The patient is continuing ccpd therapy during recovery.